Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury, hernia recurrence, scarring, disfigurement and revision surgery. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Device not returned.

Event description:
It is alleged that, on (B)(6) 2010, the patient was inserted with ventralex mesh to treat bi-lateral hernia(s). It is alleged that, on (B)(6) 2020, the patient sustained injuries resulting in follow-up treatment. It is also alleged that the mesh caused serious and permanent injuries, resulting in need for additional treatment, including additional corrective surgery or surgeries. It is also alleged that the patient's severe adverse reactions, and necessity for additional treatment, directly and proximately resulted from defective and dangerous condition of product. It is alleged that patient has suffered and will continue to suffer, both physical injury and pain and mental anguish, suffering, impairment, permanent and severe injury, including scarring, disfigurement.